Manufacturer narrative:
Roi cps, llc is investigating this event and is awaiting more information from the complainant. Pictures were provided by the customer and the tears appear to be from the methods of storing the kits at the end user facility. Roi cps, ll has opened an investigation into the root cause of this event, but the investigation is still in process.

Event description:
Holes, that appeard to be tearing, were discovered in the vented bags of three vascular packs. No patient contact and was discovered prior to setting up the case. This was found on roi cps, llc vascular pack # 800204005 lots: 78113e, 78305e and 75118e.